Event description:
It was reported that the right ventricular (rv) lead caused an alert for high impedance. It was discussed to increase the oor (out of range) alert and to continue to monitor lead trends. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, lead, implanted: (B)(6) 2006. (B)(4).